Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and during support, the patient had a hematoma at the access site and a possible gastrointestinal bleed (gib). The hematoma was resolved with manual pressure and managing the patient's activated clotting time with medication adjustment. Heparin was used in the purge and may have contributed to the gib. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the gastrointestinal bleed (gi) and access site bleed has been completed. The pump was not returned for investigation. The data log shows a temporary pump stop during the case with saturated pump flow and a motor current spike to 1400 on 12th day of pump use. The pump was successfully able to start and returned to normal operation. Pump ran another 3 days after temporary pump stop. Also, several motor current spikes were reported after the temporary pump stop. As per the clinical, right groin has small hematoma, pressure held and hematoma resolving. Also, multiple site was bleeding at the end of case run and heparin was held. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not returned. The cause of the vascular damage issue was not determined since product was not returned ad sufficient clinical information was not provided. The relation between the gi bleed and the impella was unknown. The cause of the temporary issue was not determined since product was not returned. The product use exceeded the 8 days of design life.